Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 21 mg/dl. The customer was treated with food. The customer was has been experiencing low blood glucose for since she change her set this morning. The customer was assisted in correcting the programming in her temp basal. The customer was advised to monitor the pump.